Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 306 mg/dl. The customer was treated with insulin pump. The insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. Insulin pump has a crack in the battery threads located above the left belt clip rail.